Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, and prime, excessive no delivery alarm test and error test. No unexpected alarms noted. The pump passed functioned properly. Displayable history crc check failed at startup alarm was noted in alarm history screen due to corrupted history files. No blank display was noted. However, the pump was received with corroded battery tube, corroded battery cap contact, and scratched lcd window.

Event description:
The customer reported via phone call of a blank display, unexpected restart and displayable history crc check failed at startup alarm from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the display was not blank for less than 30 seconds. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to monitor blood glucose carefully. The customer was advised call back if display does not return after waiting two hours and reinserting battery.